Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported during the pt's permanent scs system implant procedure the physician was unable to place the pt's second lead. A wet tap occurred, the physician removed the first lead and the procedure was abandoned. No blood patch was done and the pt was reportedly asymptomatic postoperative.